Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that remote manager pyxibus cable failed, reports shows "failed to unlock", indicating an issue in the cable. A field service engineer replaced remote manager pyxibus cable to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system remote manager lock failed to unlock. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.